Event description:
It was reported that the insulin pump alarmed several alarms and was not receiving the blood glucose reading from the meter any longer. The customer did not know the blood glucose reading. He was advised that the insulin pump had experienced an unexpected restart. He was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed error test, self-test and displacement test. Several alarms noted in alarm history file. The insulin pump alarmed display history failed on startup due to corrupted history file. The insulin pump was programed with the test minilink and glucose sensor simulator. The sensor feature working properly. No lost sensor setting was noted. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and received the 123 mg/dl value from glucose meter. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.